Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the delayed keypad caused by a failing processor printed circuit board. The keypad was tested and all keys were found to otherwise function as designed. The processor printed circuit board was replaced.

Event description:
During baxter' s evaluation of a spectrum pump it was observed that the keypad had a delayed response. There was no patient involvement.